Manufacturer narrative:
One controller ac adapter was not returned for evaluation. Analysis of the device could not be performed since the device was not returned for evaluation.  A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient reports the ac adapter for the new controller, is difficult to connect.  Patient states he can't get it to connect properly. The ac adapter was exchanged with no consequences to the patient reported. No additional information available.